Event description:
Related manufacturing ref: 3008452825-2022-00530, 2184149-2022-00177. During a focal atrial tachycardia procedure, a procedure delay occurred. The tacticath se would not register contact force and another was obtained to resolve the issue. Next, the tactisys would not connect as it was thought to have overheated. The tactisys was replaced and the issue was resolved. Additionally, the ensite precision link provided error messages to ensite precision. It was replaced with a different precision link, which resolved the issue. The procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident remains unknown.

Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. When powered on, and audible beep was observed to indicate a successful boot. When a test catheter was applied to the quartz, no contact force was observed. Fiso diagnostic identified a signal loss at channel two. The red fiber optic cable was temporarily replaced with a known good one and communication was restored. A valid contact force was observed and fiso diagnostic verified signal was restored at channel two. The original red fiber optic cable was returned to the quartz and the quartz was partially assembled for ease of repair in service. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the reported event was isolated to the red fiber optic cable.